Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed insulin drips to drip out of the infusion set tubing earlier than expected during the load fill tubing sequence. An infusion set tubing change was performed and the customer did not observe insulin drips to drip out of the infusion set tubing during the load fill tubing sequence. Troubleshooting was performed and it was found that the cartridge was not delivering insulin during the load fill tubing sequence. A cartridge change was performed and insulin deliveries were resumed. Blood glucose level was 196 mg/dl.